Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the downloaded log files. The controller event log file revealed a backup battery fault alarm activating on (B)(6) 2025 at 20:26:52, the alarm was associated with the backup battery not passing the load test. The driveline was disconnected at 20:34:28, consistent with the reported controller exchange. No other notable events were observed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis in unremarkable condition. The controller underwent functional testing and was able to support a mock circulatory loop without issue. Provided information indicated that the alarms resolved following the controller exchange. The reported alarms were not reproduced during testing. A root cause for the reported event could not be conclusively determined through this investigation. Incidental findings: no communication to the system monitor during testing / open loop on the orange (transmission communication) wire of the white power cable. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received an emergency backup battery fault advisory late at night and exchanged the system controller. The alarms resolved after the system controller exchange. The patient was noted to have tolerated the system controller exchange well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.